Event description:
It was reported that the patient received a vibratory alert. Oversensing was observed, suspected to be due to lead noise. At a subsequent follow-up, the noise could not be reproduced with manipulation. Program changes were made. There were no adverse consequences and the patient will be monitored remotely.

Manufacturer narrative:
(B)(6).